Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box shows dates from (B)(6) 2013. Two alarms - 177 low battery warnings and one alarm 128 replace battery alarm observed in the black box. Multiple alarm 177 low battery warnings also observed in alarm history. The battery compartment intact, no damage. No evidence of moisture contamination found inside battery compartment. The battery cap able to be fully tightened. A power loss was not observed. Current draws within specifications; idle -80ma, sleep- 00ma, load-190ma, rewind- 170ma. The pump case was removed, no evidence of moisture contamination found inside pump. Inspected battery terminal contacts, no evidence of intermittent contact. Investigators were unable to duplicate 177 low battery warnings.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the pump powered off about 15 minutes after emitting a low battery warning. A review of the alarm history showed that the pump alarmed for low battery on (B)(6) 2013 at 9:12am, low battery again on (B)(6) 2012 at 9:33am, and then replace battery on (B)(6) 2013 at 9:33am. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the pump alarmed for low battery and replace battery within a shorter timeframe than expected by the user, not allowing the user enough time to respond appropriately to the alarms before powering off.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.